Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered for the right ventricular lead. It was determined that on two occasions the lead sensed noise as non-sustained ventricular tachycardia. Also noted was an elevated number of short ventricle-to-ventricle intervals. The lead was reprogrammed. Later, the lead was capped and replaced. No patient complications have been reported as a result of this event.